Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult or delayed positioning (interaction with anatomy) and gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, the clip interacted with the patient's anatomy. No damage was noted, but it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and the procedure was discontinued. Mr remains a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.